Event description:
A durable medical equipment supplier (dme) reported that a patient alleged smelling a burning odor coming from a continuous positive airway pressure (CPAP) device. The odor was observed while the device was in use. No pt harm or injury was reported. The dme returned the CPAP device and a heated humidifier being used with it to the MFR for evaluation. The evaluation of the devices determined that the odor observed by the pt originated from a failure of the heated humidifier and not the CPAP device. The CPAP device, which can be used with or without a heated humidifier, was tested and found to operate to specifications. Based on this finding, it was concluded to be a concomitant medical device and not a contributing factor of the humidifier failure. A follow-up report will be filed when the MFR's investigation of the heated humidifier is complete.